Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that while the surgeon was using a power screwdriver shaft and the screwdriver head broke off into the screw. The surgeon was able to retrieve the broken piece. Another screwdriver was used in place of the broken one and the procedure was completed with no adverse effect on patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed the hex tip was broken off at the transition from the tip to the 5.7 mm shaft diameter. The fracture was straight across the part and the surface was homogenous indicating material uniformity. There are minor surface scratches on the shaft and coupling that are consistent with field use. The product evaluation indicates that the design is acceptable for the intended use and therefore the complaint is invalid from a design perspective.